Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the breaker for the viewing station of the imaging system was off. Once repaired, the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not power on nor would it charge. The reported issue occurred while prepping the imaging system for the day of use. There was no patient present when this issue was identified. No additional information was provided.